Event description:
The procedure was therapeutic. The device was inspected before use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed can be attributed to the user error, improper handling and application of excessive mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the connector pin came off of the scope. The issue was found during reprocessing. It was reported the scheduled procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to olympus for evaluation and the customer¿s reported problem was confirmed. The device evaluation found that the connector pin detaches. In addition to confirming the customers reported issue the device evaluation found that there was foreign material adhesion on the internal lens, deterioration of the light guide end face, and a bent light guide connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.